Event description:
Event description guidant received information that this pacemaker had issues during the implant procedure. The patient needed pacing during the implant procedure. The doctor had implanted the lead and inserted it into the header. The device began pacing as expected. The patient remained in a paced rhythm while the pocket was closed. While the patient was being undraped there was a 5 second period of no capture and the patient was asystole. An intermittent loss of capture continued before the doctor was able to open the pocket and inspect the device. Upon inserting the wrench into the distal setscrew, it did not ratchet. Another device was implanted and the patient is well.